Event description:
Boston scientific received information that this right ventricular lead displayed decreased r wave sensing. Based on an x-ray, it was determined the lead had microdislodged. A procedure was performed to explant and replace the lead with no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, no irregularities were noted at tip section of lead and in the helix that could contribute to dislodgment. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.